Manufacturer narrative:
(B)(4) this final report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10, g4, g7, h1, h2, h3, h6, h10. G3: report source, foreign - event occurred in south africa. As the product has not been received, the investigation was limited to the information provided. We have not been provided any supporting documentation which could provide additional information attempts were made to obtain additional information; however, none was available. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 complaint for the item number 32-420332.there were no trends identified from the complaint history review. No same lot numbers, no same hospitals and there are no trends in cause. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. Risk assessment: the event reports instrument fracture. Risk management report documents the estimated residual risk associated with the device within the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The details of the reported event do not allege that there was any patient harm, and a maximum of a 15 minute delay to surgery. Therefore, the severity is considered s-1 (negligible) as per definitions within the severity table in the rmr. The reported event is considered to be within the severity of the rmr. If further information regarding the root cause of the reported event is provided, risk should be re-assessed. Corrective and preventive actions: no corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product has not been returned.

Event description:
It was reported that the oxford xl spigot reamer broke in the drill during reaming of the femur. Delay: 0-15 minutes. No patient, user, or other stakeholder harm.

Manufacturer narrative:
(B)(4). This follow-up final report is being submitted to relay additional information. Complaint summary: the complaint states: oxford xl spigot reamer broke in the drill during reaming of the femur. Event occurred during surgery. No health consequences or impact. A review of the returned product suggests a brittle fracture of the shaft drive (32-420332-2 extra large spherica cutter centre shaft). The hexagon drive shaft was not returned for review. There is also evidence of general wear and tear (evidence of surface wear and scratches.) Expected due to repeated use and they have been in the field for approximately 12 years. Dimensional check was not carried out as dimensional non-conformance does not have any impact on the reported event. No assembly checks were carried out as returned product was damaged. A review of the raw material certificates from zapp (gb) ltd confirm that the material used to produce the instruments were conforming to standards and specification prior to shipment to zb. A review of the manufacturing history records (DHR 32-420332 zb080112) shows that no deviations were recorded during the manufacture of the instrument and that it was confirmed that all parts were conforming to the specification and quality characteristics as defined by zimmer biomet before final release. The product item no. 32-420332 batch zb080112 has not been involved in any previous field actions. Both the severity and occurrence of the reported event are in line with the risk file. No harm to patient has been reported. The item was distributed conforming. Adequate instructions are provided to ensure the instrument is reprocessed correctly. No corrective actions are required at this time. The root cause cannot be confirmed with the available information however, the likely root cause of the reported event is damage caused by repeated use during repeated use and time spent in the field (approximately 12 years). A risk occurrence rate assessment calculation is not as required as the complaint history did not identify an occurrence of complaints exceeding 5 for the same item number and likely root cause during the previous 3 years. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be low. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated.

Event description:
It was reported that the oxford xl spigot reamer broke in the drill during reaming of the femur. Delay: 0-15 minutes. No patient, user, or other stakeholder harm.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. PMA/510(k) number: exempt. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the oxford xl spigot reamer broke in the drill during reaming of the femur. Delay: 0-15 minutes. No known impact or consequences to the patient or the user.